Manufacturer narrative:
Images were sent to gore imaging services for evaluation. Per the evaluation computed tomography images dated (B)(6) 2018, there is contrast visualized pooling in the aneurysmal sac, contrast of unknown origin. The max diameter appears to be 72.2mm x 82.9mm. Patent lumbar arteries with contrast being visualized in the aneurysmal sac. This would be consistent with a type ii endoleak. Centerline reconstruction illustrating what appears to be 14mm of seal in the left common iliac artery (lci). However, reader did not visualize a distal type I endoleak. (B)(4).

Event description:
On (B)(6) 2012, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that computed tomography (CT) images dated (B)(6) 2018, revealed a possible type ii endoleak. There is aneurysm sac enlargement (max diameter appears to be 72.2mm x 82.9mm) exact amount is unknown. No reintervention is planned at this time, the physician is taking a wait and watch approach.

Manufacturer narrative:
Event has been deemed non reportable. Review of the event determined this event to be non-reportable. This medwatch will be retracted.